Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The congenital and structural heart procedure was finished as planned without a restart or delay. A philips field service engineer (fse) visited the site and confirmed the reported issue. The medical technology associate (mta) felt a tingling sensation in the wrist for about 30 minutes. The system was checked by a medical technology specialist from medizintechnik, and no errors were found. The fse checked the system according to the philips specifications and no values exceeded. After the performed checks, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. From the instruction for use: esd can result from low humidity conditions, use of electrical equipment on carpeting, linens and clothing. It was verified that the system was within specification and not malfunctioning when the mta received the shock. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a user received an electric shock when touching the frontal c-arm. The sensation was described as a "trickle" and no medical intervention was required. The system was in clinical use and user was able to complete the procedure without delay. Philips has started an investigation of this complaint.